Event description:
During laparoscopic cholecystectomy, the bovie cord caught on fire at bovie connection. This caught surgical drape on fire below the table. Fire immediately extinguished with saline.